Event description:
Customer reported experiencing an adverse skin irritation after 2 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a doctor on (B)(6) 2019, who prescribed advantan milch 0.1% (methylprednisolone aceponate - topical corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint is related to skin irritation and allergic reactions to the patch adhesive of the libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor component dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The DHR for the libre sensor kit was reviewed and showed the libre sensorkit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin irritation after 2 days of wearing an adc freestyle libre sensor. Customer experienced symptoms described as itching and redness and had contact with a doctor on (B)(6) 2019, who prescribed advantan milch 0.1% (methylprednisolone aceponate - topical corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.